Event description:
It was reported that during the implant procedure, low sensing was observed when the lead was attached to the device. The device and lead were disconnected and reconnected multiple times with the same results. All measurements values were in range when tested through the psa. A new device and lead were used. There were no adverse consequences to the patient during this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.